Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The customer had no symptoms. Customer reports they feel okay to troubleshoot. Customer blood glucose level at the time of the event is 600 mg/dl. Customer blood glucose level is 263 mg/dl currently. Customer states the drive support cap appears normal but slightly indented. Troubleshoot was performed for high blood glucose level. There were no leaks or air bubbles. Customer reports site is changed every 2-3 days. Customer declined to check their settings. The insulin pump passed the high-pressure test. After the test, the pump reads no delivery alarm. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.